Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the surgeon was not able to operate a monopolar curved scissors (mcs) instrument intuitively. In addition, another mcs was not recognized on universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed engagement failure error 22020. The tse advised the customer to reseat the sterile adapter (sa) to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument moved non-intuitively. The instrument was inspected prior to use and had no damage found. It is unknown if there was any external collisions (e.g., collision between system arm and external or equipment and/or staff). There was no shakiness or friction experienced. The mcs instrument did not move at all. The drapes are not available to return. There was procedure delay. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument passed electrical continuity. The instrument passed the cut test on multiple attempts. The instrument was fully functional. No product issue was identified. Issue related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint regarding non-intuitive motion was not confirmed by failure analysis. At this time, it is unknown if the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.